Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. The pod was also found to have terminated in an occlusion alarm, a safety feature not considered a malfunction. The returned data displayed a hazard alarm during operation, which triggered deactivation. No data is present to suggest a hazard alarm occurred following deactivation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached 404mg/dl while wearing the pod on her leg for longer than 48 hours. Treatment included the school nurse administering 5 units of insulin and replacing the pod. The patient's basal was increased by .10 the week prior. It was also stated that the pod started alarming when the patient got home, even though it was no longer applied to her. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6) the device was returned for evaluation.